Manufacturer narrative:
Unable to prime during prime/delivery test and motor error alarm during basic occlusion test due to faulty forced sensor resistor. Motor passed motor test. Unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked lcd window, cracked reservoir tube, stained end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. The customer¿s blood glucose level was unknown. The drive support cap was normal. The customer was able to rewind the insulin pump. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.